Event description:
Patient had a radical retropubic prostatectomy eleven years ago for prostate carcinoma. One year later the patient had placement of an inflatable penile prosthesis. This served the patient well until approximately two years ago at which time the patient suffered an erosion to the right hip of the corporal cylinder into the urethra. This led to infection of the system as a whole. The system was removed and the patient's infection was treated with antibiotics. The patient recovered. In the beginning of this year patient had replacement of the device. The device has not functioned since its replacement. Cystoscopic evaluation showed erosion of the base of the device into the urethra at the level of the membranous urethra. The patient was advised to have the device removed. The surgeon's findings was that the pump would not refill. The four piece inflatable prosthesis was removed a few months ago and was not replaced.

Event description:
Patient had a radical retropubic prostatectomy eleven years ago for prostate carcinoma. One year later the patient had placement of an inflatable penile prosthesis. This served the patient well until approximately two years ago at which time the patient suffered an erosion to the right hip of the corporal cylinder into the urethra. This led to infection of the system as a whole. The system was removed and the patient's infection was treated with antibiotics. The patient recovered. In the beginning of this year patient had replacement of the device. The device has not functioned since its replacement. Cystoscopic evaluation showed erosion of the base of the device into the urethra at the level of the membranous urethra. The patient was advised to have the device removed. The surgeon's findings was that the pump would not refill. The four piece inflatable prosthesis was removed a few months ago and was not replaced.